Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement occurred. The 98% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). A taxus stent was successfully implanted in the left anterior descending artery (lad). The rca was then predilated three times with three unspecified balloons with sizes ranging from 1mm to 2.5mm. The physician then tried to advance a 3.50x32mm liberte bare stent to the lesion; however, after several attempts to cross the lesion, the device was unable to cross the rca. The physician attempted to remove the liberte bare device from the patient and the stent dislodged from the stent delivery system (sds) in the aortic arch and then migrated to the femoral artery near the knee. The physician was able to successfully snare the stent from the patient. The procedure was postponed as the patient's condition was stable at that point and the blood flow to the rca was improved, due to the predilation. No additional patient complications were reported.